Event description:
It was reported that the patient was experiencing ineffective stimulation. Reprogramming did not resolve the issue. Imaging was done and confirmed that the leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2026 where both leads were replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.